Manufacturer narrative:
Final analysis found that the insulation was damaged at 14.0 cm from the connetor pin, due to clavicular crush. The proximal coil was fractured in the same area. The distal insulation was damaged at 14.1 to 14.2 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.